Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged sore throat, shortness of breath, nauseous, dizziness, lightheadedness, and headaches. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found light grey film on accessory module flip door, outside surface of the rear panel, around the outlet port, on the inside surface of the upper enclosure, inside surface of the ui panel, inside surface of bottom enclosure, and inside surface of rear panel. Dust/ dirt contamination was found around the air inlet canal, around the sd card area, outside surface of the blower box, on the grommet, blower isolators, outside surface of the blower, blower blades, and blower outlet. Light grey contamination on the ui panel ribbon. Dark contamination found where the blower outlet seal sits on the blower box and where the grommet sits on the blower box consistent with potential keratin. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The device was applied power and the device operated properly. The manufacturer concludes multiple contamination of dust, light gray contamination, keratin, and dark contamination found were external to the device. The manufacturer concludes there was no evidence of sound abatement foam degradation.